Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty (bkp) surgery due to primary osteoporosis and compression fracture. Intra-op, the balloon ruptured on one side during inflation. Since the balloon ruptured after the balloon was inflated to an enough extent, the balloon could not be replaced with another balloon. The operation was continued and was completed. There were no patient complications as a result of this event.